Manufacturer narrative:
(B)(4). On (B)(6) 2017 additional information was provided by the site to neuropace: the patient presented on (B)(6) 2017 with skin breakdown and drainage along the right side of the cranial incision. A surgical wound revision was performed including explant of hardware (neurostimulator and the two connected leads). Two non-connected leads were not explanted. Treatment included initiation of IV antibiotics with a minimum duration of 6-8 weeks. The infection was categorized by the treating site as deep incisional. Pathogen classification was confirmed to be candida parapsilosis. No other information was provided by the treating site.

Event description:
Additional information provided by the site refer to sections.

Manufacturer narrative:
(B)(4). The patient was initially implanted on (B)(6)2006. This is the patient's fourth neurostimulator. Cl-315-10 sn (B)(4), right posterior frontal inferior connected to port 1. Cl-315-10 sn (B)(4) right posterior frontal inferior superior connected to port 2. Not connected: cl-325-10 sn (B)(4) right lateral frontal and cl-315-10 sn (B)(4) right medial frontal.

Event description:
The patient has a fungal infection. The neurosurgeon explanted the patient's neurostimulator and the two connected leads (cl-315-10, sn (B)(4) and cl-315-10 sn (B)(4)) in response to the fungal infection. The two additional leads which were not connected to the neurostimulator were intentionally left implanted to avoid a csf leak. .